Manufacturer narrative:
The subject device was implanted.

Event description:
It was reported that approximately seven months post stenting of the right vertebral artery, in-stent restenosis was observed. The physician performed interventional treatment (type of treatment is unknown) in response to the in-stent restenosis. Follow up angiography performed approximately 12 months post stenting, revealed that more than 50% of the stenosis had remained inside the stent. No further details were provided.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not returned for analysis therefore visual inspection and functional testing could not be performed. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Restenosis is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that approximately seven months post stenting of the right vertebral artery, in-stent restenosis was observed. The physician performed interventional treatment (type of treatment is unknown) in response to the in-stent restenosis. Follow up angiography performed approximately 12 months post stenting, revealed that more than 50% of the stenosis had remained inside the stent. No further details were provided.